Event description:
The user returned the device to olympus for repair because of a line in the endoscopic image. There was no report of patient injury associated with the event.olympus inspected the device at olympus service operation repair center (sorc) and found that the color tone of the endoscopic image was abnormal due to damage to the imaging unit, and the image was displayed only in magenta or green.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the endoscopic image was noisy. -the metal of the distal end, bending section rubber, control section, grip unit, up / down plate, right / left plate, remote switches, grip cover, video cable, video connector, light guide connector, light guide cover glass, and video connector case were scratched by external factors. -the nameplate of the video connector was loose. -the adhesive of the bending section rubber was chipped. -the light guide connector side of the universal cord was scratched. -the video connector side of the video cable was scratched. -the video connector and video connector case were cracked. -the light guide connector was deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the scope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.